Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 21st july 2009 and performed to specification, alongside random manual power ups, up to the 3rd april 2016. An increase in voltage suggests a further pad-pak was installed. The device records two occasions in which information from the technical log records an in-range patient impedance. One shock was advised. The device records multiple manual power ups mainly of ten minutes duration between the 9th-13th april 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.